Manufacturer narrative:
December 8, 2009. This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4) message was displayed during routine follow-up interrogation. The device remains implanted. Since the device remains implanted, the files from the programmer that was used were retrieved and reviewed. The files showed that there was data alteration leading to the reported warning message. (B)(4).

Event description:
During routine follow up on the device involved in this MDR report, a warning message "nominal mode programming forced" was displayed. The device was automatically programmed to nominal mode (in accordance with the message displayed). The device was reprogrammed afterwards to old settings and normal follow-up was performed. No problem was observed. The physician was requesting an explanation about this warning.